Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that manufacturer representative completed a system checkout with navigated spin to investigate the alleged inaccuracy for case with navigation system. During that case "site had taken an imaging system spin using system, placed screws, taken another spin, and found that one of the screws was more lateral than expected. Site replaced the screw.manufacturer representative reports that throughout the case, before and after the second spin, they would use the midas drill bit accurately but then the tap and driver would show .5-1mm off from drill hole." Manufacturer representative found inaccuracy during checkout with navigated spin. Manufacturer representative recalibrated the imaging system and accuracy was as expected afterwards. This issue occurred intraoperatively, and there was no delay. There was no reported impact on patient involved. 2026-jan-19 e1 rep: additional information was received that the amount of inaccuracy was 1.333 mm.

Manufacturer narrative:
H2:corrected b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2:additional information was added to b5. (H3,h6): the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed.performed a system checkout, all tests passed and were within medtronic standards. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the amount of inaccuracy was 1.333 mm.

Manufacturer narrative:
(H3, h6): no parts have been received by manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that cs completed a system checkout with navigated spin to investigate the alleged inaccuracy for case with n29510160. During that case "site had taken an imaging system spin using system, placed screws, taken another spin, and found that one of the screws was more lateral than expected. Site replaced the screw. Cs reports that throughout the case, before and after the second spin, they would use the midas drill bit accurately but then the tap and driver would show .5-1mm off from drill hole." Cs found inaccuracy during checkout with navigated spin. Cs recalibrated the imaging system and accuracy was as expected afterwards. This issue occurred intraoperatively, and there was no delay. There was no reported impact on patient involved.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that manufacturer representative completed a system checkout with navigated spin to investigate the alleged inaccuracy for case with navigation system. During that case "site had taken an imaging system spin using system, placed screws, taken another spin, and found that one of the screws was more lateral than expected. Site replaced the screw. Manufacturer representative reports that throughout the case, before and after the second spin, they would use the midas drill bit accurately but then the tap and driver would show .5-1mm off from drill hole." This issue occurred intraoperatively, and there was no delay. There was no reported impact on patient involved.

Manufacturer narrative:
Correction h2:corrected b5. (H3,h6):manufacturing representative found inaccuracy during checkout with navigated spin. Manufacturing representative recalibrated the imaging system and accuracy was as expected afterwards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.